Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had no sufficient subcutaneous tissue where infusion set was inserted and experienced high blood glucose event of 320 mg/dl for greater than four hours which was treated by pump therapy-correction bolus on (B)(6) 2026.